Manufacturer narrative:
The ge svc rep conducted an on site investigation. The collimator was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys displayed an iris potentiometer error message. No pt injury was reported.